Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
It was reported the customer was hospitalized for low blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 33 mg/dl. The customer also reported that she needed an adjustment of her insulin pump's settings. The customer also stated she attempted to treat her low blood glucose with juice prior to being hospitalized. The customer also stated she was not in a vehicular accident. Customer stated she would see her doctor for an adjustment with her settings. No additional information provided.